Event description:
It was reported that the tip of bit was found missing/broken off.

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
It was reported that the tip of bit was found missing/broken off.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the received device was found to be broken around tip region. The broken piece is not available for inspection. The breakage pattern was observed to be an oblique in nature hence indicating of the fact that a bending load was applied during usage. The fracture surface shows typical characteristics of brittle nature evident by largely smooth surface and a small portion of rough surface from where the part got detached. Moreover, a hardness test was performed on the cylindrical surface closest to the fractured surface of the returned item. The avg. Value indicates the material being within the limit with the accordance range. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. Most likely the breakage occurs due to improper handling evident by the oblique nature of fracture pattern. If any further information is provided, the complaint report will be updated.